Event description:
It was reported that the patient had the artificial urinary sphincter removed due to a mechanical issue. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this artificial urinary sphincter (aus) was visually inspected, microscopically examined, functionally tested, and tested for leaks. No damage was identified visually or microscopically, and no leaks were observed, however, function testing of the pump component found it did not pass the poppet pressure test. No other damage or anomalies were identified during testing. Product analysis confirmed the reported clinical event as the most likely result of the observed component failure.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to a mechanical issue. No patient complications were reported.